Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked. During a total parenteral nutrition (tpn) infusion via a sigma infusion pump, "the tubing felt wet". Eight hours later the tubing again felt wet and upon closer inspection the leak was noted from the y-site below the level of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.